Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During deployment of the closure device the patient experienced st elevations for about a minute with upper abdominal pain that resolved immediately, and the implant procedure was successfully completed. The patient woke up with stroke symptoms including arm tingling. The symptoms escalated and became worse. Later that night the patient had an MRI which showed small strokes on the right side. The patient also brain edema and seizures. Thrombolysis was not performed because the patient was well heparinized and was (B)(6) years old. Unfortunatley, the patient passed away four days post procedure.